Manufacturer narrative:
Initial reporter first name: (B)(6). Initial reporter last name:(B)(6). Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported that the patient was hospitalized. Treatment for the event was not reported. At the time of this report, the patient remained hospitalized and was not recovered from the event. Pd therapy was discontinued and the patient was switched to hemodialysis. No additional information is available.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported that the patient was hospitalized. Treatment for the event was not reported. At the time of this report, the patient remained hospitalized and was not recovered from the event. Pd therapy was discontinued and the patient was switched to hemodialysis. No additional information is available.

Manufacturer narrative:
Initial reporter first name: (B)(6). Initial reporter last name:(B)(6). Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.